Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 21.6 mmol/l, 7.3 mmol/l, 5.2 mmol/l, 8.0 mmol/l, and 9.8 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the customer returned an empty test cassette.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.